Event description:
On 5/22/97, the facility nurse contacted the MFR sales representative and reported that the surgeon was removing the device later that afternoon and that it was reported that the device was leaking. The MFR sales representative was scheduled to meet with the facility nurse on 6/5/97. No further details were provided at that time.